Event description:
It was reported the device found with leakage/blockage on the biopsy channel. According to the report, there was a leakage on the scope, and therefore it did not pass the wash. According to the reporter, the client stated it was only wiped on the surface (wiped with disinfectant). The reported issue was found during reprocessing. No harm was reported. No patient harm, no user injury reported. Device return evaluation found foreign material inside ks mouthpiece (forceps channel port). This report is being submitted for foreign material found on the ks mouthpiece on device evaluation (handling issue, insufficient reprocessing issue).

Manufacturer narrative:
Subject device evaluation found the reported issue of "leakage/blockage in the biopsy channel" was not reproduced, not confirmed. However, inspection found damaged air/water( aw ) tube. Due to damage on aw-tube, water removal ability does not meet the standard value. The biopsy channel found scratched. A-rubber (bending section) adhesive found detached. Suction cylinder has discoloration , cracked on switch box noted, angulation out of standard (up/down knob play noted to be out of standard due to wear of angle wire . C-cover found cracked, due to cracked, insulation resistance value at distal end does not meet the standard value. Furthermore, device inspection found foreign material inside ks mouthpiece (forceps channel port), this findings noted to be attributed to handling issue. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, it was confirmed that the inside of the forceps plug cap was clogged with a black foreign substance. Olympus will continue to monitor field performance for this device.